Manufacturer narrative:
The device was rec'd by anspach. Reliability engineering evaluated the device and the reported heat could not be confirmed. The device was found to operate within temperature specifications. However, the device exhibited excessive vibration and noise, and dried biological debris was observed coating the internal components. This condition is indicative of improper cleaning of the device. If add'l info is rec'd, a supplemental report will be sent.

Event description:
The report rec'd from the USA stating that the device was "heating". The device was not being used in surgery. There was no reported pt or user injuries. The date of the event is unk. There was no add'l info provided.